Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 58 mg/dl and carbohydrates were consumed to address the bg level. The contact thought that the cause of the low bg may have been due to an overcorrection when the customer administered insulin via the pump and the customer had been physically active. Tandem technical support advised the contact to discuss the low bg event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on 07/12/17. User made bolus requests without entering current bg levels and still having insulin on board (iob) within 10 to 20 minutes of other bolus requests. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There was no evidence of device malfunction.